Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. After removing the 3.00x20 mm taxus express2 stent from the box, a flared stent strut was found, during inspection, prior to the procedure. This device was not used. The case was completed with another taxus stent. No pt complications were reported. The device did not come in contact with the pt.